Event description:
It was reported by dealer that the (B)(4) concentrator is shutting down after a few seconds of use. The dealer states that their is no dash light alarms going off.

Manufacturer narrative:
Follow up with be filed if additional information is received.